Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states they received off no battery alarm. The customer states they did not receive any low battery alarms prior to the issues. The customer states the battery cap was stripped. The customer's blood glucose level was 200mg/dl. The customer was advised that replacement cap would be sent out. The customer was advised to monitor the device and call back when issues occur in order to troubleshoot.